Event description:
Nurse called to report incident. Nurse stated that nurse was splashed with a mixture of blood and IV flush solution and some got into their eyes. Pt had just arrived from the e.r. And blood was observed in the IV line. To eliminate the blood nurse flushed through the upper y site with a 3cc syringe. Fluid "poured out of the secondary (lower) port splashing into their eye". The pt is a known cocaine abuser. Nurse stated that nurse has been tested and treated by employee health for possible bloodborne pathogen exposure. Pt and nurse have tested negative. Nurse said that nurse asked someone to save the set in question, but they did not. No advers effect reported from event.